Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/25/2014 with the following findings: the last basal delivery was on (B)(6) 2014 at 1:49pm, no activity outside of normal use is observed in the black box. The total daily dose adds up and equals the programmed basal rate target, prime history shows 37u primed on (B)(6) 2014 at 1:52pm. The pump passes ¿ez-prime¿ steps successfully, the pump reflected 24u after a 24hr on 1 u/hr duration test, the product deliver within specifications. Unable to duplicate ¿large prime¿ complaint, no debris was found to the cartridge compartment. The display is dim and pinkish. The keypad rubber is torn from ¿up¿ button up to the top. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. The contrast button is unresponsive and the up button responds intermittently. The ok and down buttons respond appropriately. The keypad was removed from the base and contamination was found to all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging that the pump is not priming tubing during load step (large prime volume). This malfunction is not reportable because there is no risk to the patient during the load step. The reporter stated that the patient had a blood glucose (bg) of 525mg/dl. The patient did not receive any treatment above and beyond the routine usual care of diabetes management. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.